Event description:
Rn placed a 20 gauge nexiva piv. When retracting the needle from the catheter after getting flash, the safety needle closure did not engage, leaving an exposed needle after withdrawing from the catheter. Rn was able to manually engage the safety cover and it did lock in place after successful engagement. Lot# 8337761.